Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter tilted and struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter tilted and struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and five months later, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was positioned infrarenal at the l2-3 level. Slight apex right tilt. All 6 primary centering struts had perforated the inferior vena cava wall with impingement on overlying small bowel/duodenum and the aorta. Some of the secondary/centering struts had perforated the inferior vena cava as well. No caval thrombosis. No wall thickening or filter embedment. No missing/embolized filter components identified. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. A definitive root cause for the alleged filter tilt and perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 04/2012). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.